Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination of the returned product.

Event description:
The scrub nurse evacuated the balloon with the one-way valve, but removed the valve before handling the balloon to the surgeon. As a result, the balloon could not be advanced into the sheath. The valve was re-attached and the surgeon attempted to pull a vacuum. However, the maneuver was unsuccessful. The surgeon thought that he had detected blood in the catheter so the balloon was removed and a second was inserted. There was no apparent detriment to the pt. (Event complications: none from the event - reported 8/20/97.) (Pt's current status: unk - rpt'd 8/20/97.)